Manufacturer narrative:
(B)(4). Teleflex did not received the device for investigation therefore the reported complaint of fos would not zero is not able to be confirmed. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
The fos slider was correctly, connected to the pump, but the pump was unable to zero. Another intra-aortic balloon (iab) was successfully used. Patient outcome: okay. A delay in therapy was reported but no complications to the patient. No injury or death reported.

Manufacturer narrative:
(B)(4). Teleflex did not received the device for investigation therefore the reported complaint of fos would not zero is not able to be confirmed. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. Other remarks: this complaint was reopened to investigate the product that was returned. Teleflex received the device for investigation. The reported complaint of "iab would not zero" the fos is confirmed. The fos was returned with a recessed connector and the fiber was found broken; therefore, a light path could not be established between the sensor and the pump. The root cause of the reported complaint could not be determined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the cause.

Event description:
The fos slider was correctly, connected to the pump, but the pump was unable to zero. Another intra-aortic balloon (iab) was successfully used. Patient outcome: okay. A delay in therapy was reported but no complications to the patient. No injury or death reported.

Manufacturer narrative:
(B)(4).

Event description:
The fos slider was correctly, connected to the pump, but the pump was unable to zero. Another intra-aortic balloon (iab) was successfully used. Patient outcome: okay. A delay in therapy was reported but no complications to the patient. No injury or death reported.